Event description:
Boston scientific crm received information that this dextrus arterial lead exhibited non-capture. A chest x-ray of the lead confirmed it had also dislodged. In a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported.